Event description:
The customer reported the system shut down and displayed a communication fail error message in the middle of a procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 and ps2 power supply were replaced and the system software was reloaded. The system was then found to be operating as intended.